Manufacturer narrative:
(B)(4). (UDI): n/a. Concomitant medical product: catalog #: 183004, vanguard cr ilok fem-rt 60, lot # unknown; catalog #: 183420, vngd cr tib brg 10x63/67, lot # unknown; catalog #: 141222, biomet cc I-beam tray 67mm, lot # unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient underwent right primary total knee arthroplasty approximately 13 years ago. Patient underwent patella replacement due to an unknown reason about 11 years later.